Event description:
It was reported, the pt began having severe sharp pains in his hip on (B)(6) 2012. The pain is chronic and has become progressively worse. The pt saw his surgeon on (B)(6) 2012 because of the pain; he was advised of the recall during the visit. The pt reports extreme difficulty walking more than 500 feet or standing for long periods. He sometimes cannot stand on the leg at all. The pt states he was previously very athletic and active. The problems with his hip make it difficult for him to perform his job as a construction worker. The pt complains of chronic fatigue. He recently completed an MRI, blood work and aspiration: he is scheduled for blood work to test for metal.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.